Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels. The customer stated that she had a blood glucose level of 350 mg/dl the night before the call, which she treated for manually. Customer stated that her blood glucose level was 88 mg/dl on the morning of the call prior to eating breakfast. Blood glucose level at the time of the incident was 350 mg/d. Blood glucose level at the time of the call was 497 mg/dl. The customer reported that she was pale and thirsty. The customer reported that she had changed the insertion site, but had not changed the reservoir. The customer was advised to change the reservoir and contact her health care provider. The insulin pump was not replaced or returned for analysis.